Event description:
Customer reported experiencing high blood glucose events over the past two weeks, with specific values unknown but displayed as "high." Customer attempted to resolve the issue with a correction injection via multiple daily injections and was using the control iq feature during the event. Frequent high blood glucose occurrences led to the need for additional follow-up assistance from support services.